Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she had tampon applicator with open petals pointing out and folded because of which she experienced cut, lacerations, pinching, puncture. Consumer called doctor. Multiple attempts made to obtain further information regarding the usage of product however no further information has been received.